Manufacturer narrative:
Device evaluation. The suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. Review of the complaint data base did not reveal any similar complaints for this lot. The device was examined visually and the complaint was confirmed. The catheter was kinked approximately 9.8cm from the distal end of molded strain relief. The catheter was flattened 59.7cm from the distal end of the molded strain relief. The flattened area of the catheter tubing was 3.2cm in length. The catheter overall length was within specifications of 64.0cm. Unable to determine an exact root cause for kinking and flattened tubing of the catheter. Catheter was used to cross an acute angle which could be a contributing factor to the kinking. Device history review, complaint data base was reviewed. Results: catheter.

Event description:
During a catheter placement procedure, the catheter tip flattened and stretched during use. The catheter was used to cross an acute angle and when the wire was pulled out the catheter tip appeared to be kinked. The wire was advanced back down catheter and it would not pass where the suspected kink was. The dr. Then removed the catheter from the pt with some difficulty. There was no harm or injury to the pt.